Event description:
On (B)(6) 2005, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, follow-up imaging identified a new iliac artery aneurysm reportedly unrelated to the gore devices. It was reported that a type ii endoleak (source unknown) was also identified, but it is unknown if the type ii endoleak contributed to aneurysm growth. On (B)(6) 2011, an iliac extender component was implanted to extend distally to treat the new iliac artery aneurysm. It was also reported that coil embolization was performed to treat the type ii endoleak. Follow-up imaging showed no evidence of aneurysm enlargement or endoleak, and the pt tolerated the procedure. On (B)(6) 2012, follow-up imaging showed aneurysm enlargement (amount unknown) with no evidence of endoleak. It was reported that it is unknown what is causing the aneurysm enlargement. On (B)(6) 2013, an additional procedure was performed whereby six gore excluder aaa endoprostheses were implanted to reline the originally implanted devices. It was reported that initial imaging taken during the procedure showed no evidence of contrast coming from the devices and no evident type ii endoleak. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause of the recent aneurysm enlargement is unknown. Additional devices implanted and involved in this event: (B)(4) and (B)(4).